Event description:
It was reported that pump battery would not charge despite use of working wall outlet, tandem charging cable, and multiple wall adapters. There was no reported impact to the customer¿s blood glucose level. Customer was advised to rely on multiple daily injections if pump battery depleted before receipt of replacement tandem charging cable and wall adapter, and technical support arranged two-day shipping and follow-up; during follow-up customer reported charger had not yet arrived but battery level unexpectedly increased from 5% to 100% after pump was disconnected from charger.